Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens and presence of debris and clear residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -10.50/+4.0/090 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged with a longer lens due to low vault. The problem was resolved.